Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. It was also reported that episodes of atrial tachycardia/atrial fibrillation (at/af) were undersensed as a result of blanking. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that cardiac ablation was performed.